Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received stating that the vessel tortuosity was minimal. There were no causes or contributing factors for the catheter tip cracking identified.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that angiography revealed cracking at the tip end of an echelon 10 microcatheter while filling the second es coil; therefore, the device was withdrawn from the body and was replaced with a new echelon to complete the procedure. No patient symptoms or complications were associated with this event. The patient was undergoing surgery for treatment of an aneurysm. Vascular access was obtained via the femoral artery. The reported device and any accessory devices were prepared, and the catheter was flushed, as indicated in the instructions for use (IFU).